Event description:
It was reported that this patient had received a single isolated inappropriate shock due to oversensing. The patient was brought into the clinic and it was noted that there was noisy signal near the sense b node. Imaging was performed and a connection issue could not be performed. The system was reprogrammed from secondary to primary sensing vector at this time. Recently, it was noted that the entire system was explanted. No additional adverse events were reported.